Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The discordant results were discovered when the customer performed a look back on the instrument since the mixer failure. The cse replaced the whole mixer module. Upon follow-up, the customer stated no further issues were seen on the instrument. The cause of discordant calcium, cholesterol and albumin results was a mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cholesterol, calcium and albumin results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument and corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.